Manufacturer narrative:
Batch review performed on 03 jun 2019: lot 165965: (B)(4) items manufactured and released on 10-jan-2017. Expiration date: 2021-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.2837hct flat pe hc liner ø28/b (k103721) lot 166648: (B)(4) items manufactured and released on 07-nov-2016. Expiration date: 2021-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 3 months after primary surgery, complaining of pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head, the cup and the liner. The surgery was completed successfully. A posterior approach was used in the primary surgery.